Manufacturer narrative:
Device evaluation: a software analysis was completed. The software analysis determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: software 9733763, synergy cranial s7. Device UDI number unavailable. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that while a medtronic representative (rep) was pulling patients from the cranial software digital intercommunication of medicine (dicom) query retrieve (q/r), the software shutdown and went to the blue synergy screen. The rep had to press ctrl-alt-backspace to get the software to load again. There was no patient involvement and no patient impact.